Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2013 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or (B)(6) 2015. Quality-safety evaluation of ptc received on 16-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/ migration of essure device location of device: right cornua"), device dislocation ("migration of the essure device"), device breakage ("device breakage") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for an unreported indication: mirena. Concurrent conditions included multigravida, parity 3, epigastric pain and gravida. Concomitant products included anovlar (loestrin) from 2013 to 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("low back pain"), flank pain ("flank pain") and abdominal pain upper ("epigastric pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, vaginal discharge, headache, dysmenorrhoea, back pain, flank pain and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, back pain, device breakage, device dislocation, dysmenorrhoea, flank pain, headache, migraine, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. She had to undergo surgical removal of the device and/or a hysterectomy in (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion left tube occluded hsg in (B)(6) 2013 showed that only 1 tube was occluded and that the second coil was not seen.the left tube was occluded, right tube open and coil not present. Advised to use alternate birth control. Essure coils were placed with 3 coils visible on the cavity from each ostia. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device") and device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy, pelvic surgery) and surgery (hysterectomy, pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, migraine and vaginal discharge outcome was unknown. The reporter considered device dislocation, migraine, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. She had to undergo surgical removal of the device and/or a hysterectomy in (B)(6) 2015. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: events hysterectomy and physical injuries were replaced with events added: severe pelvic pain, severe cramping, abdominal pain, migraines, vaginal discharge and migration/perforation of the essure device. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/ migration of essure device location of device: right cornua"), device dislocation ("migration of the essure device"), device breakage ("device breakage") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for an unreported indication: mirena. Concurrent conditions included multigravida, parity 3, epigastric pain and vaginal delivery. Concomitant products included anovlar (loestrin) from 2013 to 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("low back pain"), flank pain ("flank pain") and abdominal pain upper ("epigastric pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, vaginal discharge, headache, dysmenorrhoea, back pain, flank pain and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, back pain, device breakage, device dislocation, dysmenorrhoea, flank pain, headache, migraine, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, patient underwent a pelvic surgery to try and alleviate the symptoms. She had to undergo surgical removal of the device and/or a hysterectomy in (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion left tube occluded hsg in (B)(6) 2013 showed that only 1 tube was occluded and that the second coil was not seen. The left tube was occluded, right tube open and coil not present. Advised to use alternate birth control. Essure coils were placed with 3 coils visible on the cavity from each ostia. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events device ineffective, abdominal pain upper, flank pain, back pain, dysmenorrhea, headache, device breakage and pregnancy with contraceptive device were added. Follow-up 3 and 4 processed together. On (B)(6) 2018: follow-up 3 and 4 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs